Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert was present. Although the issue occurred before contacting customer technical support and resolved after the customer used the tandem wall adapter and charging cable, the battery problem led to a shutdown. There was no adverse impact on the customer's blood glucose level. Customer technical support informed the caller about the need to reset insulin data and restart cgm sessions after the pump shutdown, advising them to monitor the situation and call back if it persisted.